Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the 4.9 healix adv sp peek ce device could not be screwed in. Another like device was used to complete the procedure with a short surgical delay of approximately 10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). H6: the type of investigation has been updated to include the device history record review. Therefore, the investigation has been updated as follows; investigation summary: according to the information received, it was reported that during rotatur cuff repair, 2 healix anchors could not be screwed in. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the distal part was separated from the screw but still attached by the suture. Also, it could be observed that the anchor and suture have no structural anomalies. The photo do not provide enough evidence to confirm this complaint. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The root cause for this issue can be attributed to an incorrect step/instruction following, slight tension should be applied to the sutures at the moment of inserting the peek dilator, the peek dilator was not held in place when malleting. Hands on analysis should provide the evidence necessary to confirm the root cause. As per IFU 116920: hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Use downward force to hold the anchor nose in bone and apply desired tension to the sutures. Tensioned sutures may be placed in the slot on the driver handle for convenience. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during rotatur cuff repair, 2 healix anchors could not be screwed in. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the distal part was separated from the screw but still attached by the suture. Also, it could be observed that the anchor and suture have no structural anomalies. The photo do not provide enough evidence to confirm this complaint. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The root cause for this issue can be attributed to an incorrect step/instruction following, slight tension should be applied to the sutures at the moment of inserting the peek dilator, the peek dilator was not held in place when malleting. Hands on analysis should provide the evidence necessary to confirm the root cause. As per IFU 116920: hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Use downward force to hold the anchor nose in bone and apply desired tension to the sutures. Tensioned sutures may be placed in the slot on the driver handle for convenience. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.